Event description:
Customer reported via phone call, that their insulin pump was over delivering insulin. Customer's blood glucose level at the time 161mg/dl. Troubleshooting was declined. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.